Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was this noticed? Within j&j control or outside of j&j control? Was the box opened to see if the product package inside had s-24 on it as well? Was this discovered at the distributor or at a hospital or similar facility?

Event description:
It was reported that prior to any procedure or to use on a patient, it was noted that the suture box said it was a certain type but should have been a different type. There were no adverse patient consequences as product was not used. Additional information has been requested.